Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump had reversed flow. During an unspecified infusion, the nurse observed blood backing up in the tubing and no solution being pumped into the patient. The nurse observed no drips in the tubing drip chamber. The patient was not actively bleeding; only blood observed to backflow into the tubing which is approximately 25ml of blood lost. The tubing was changed initially; however, the event reoccurred. The pump was then replaced. No further information was provided.